Manufacturer narrative:
All available reference samples have been checked in visual inspection and was found to be within specification. As no deviations in production documentation has been found and all reference samples are within specification, the root cause cannot be identified. The most probable root cause of this nonconformity is not proper handling on distributer or customer side, but it cannot be confirmed.

Event description:
According to the complaint, after successfully collecting a blood sample using the safepico70 arterial blood sampler, the user prepared to remove the metal needle and then place the vent cap. During the removal of the needle, the luer connector broke, causing blood to spurt out. Neither the operator nor the patient was harmed.